Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer addressed their bg with a manual injection and supply change. Customer was able to resume insulin delivery and continued to use the pump.